Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the re-placement of a percutaneous endoscopic gastrostomy (peg) tube. It was reported that since (B)(6) 2020 the patient had not been able to mobilize the peg tube. The patient was referred to a surgical consultation with observation of buried bumper syndrome. Duodopa therapy was not discontinued. The patient was hospitalized on (B)(6) 2020 for jejunal tube replacement due to a clogged tube. When performing the upper digestive endoscopy on (B)(6) 2020, the assumption of buried bumper syndrome was confirmed. The surgeon removed the jejunal tube and left the peg tube in position. Patient was discharged on (B)(6) 2020 with the recommendation to present himself over a month for the extraction of the peg tube. Patient started oral therapy for parkinson's disease.